Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter with lot myku5605, consecutive units from the same lot experienced backflow into the drainage lumen when distilled water was added. It was believed that the inflation lumen and drainage lumen are internally connected. Apparently, a similar incident has occurred about eight times recently. Only one item was recovered today. Occurred date unk, occurred date 05feb2026, occurred date, occurred date 18feb2026 and occurred date 20feb2026.